Event description:
It was reported that a physician untrained in the use of the starclose se device attempted arteriotomy closure of a scarred and moderately calcified right common femoral artery after a diagnostic procedure. Reportedly, after clip deployment, resistance was encountered while removing the device. Per the instructions for use, the safety release button and the access ports were used, but the device could not be removed. Surgical intervention was required to remove the device from the anatomy and achieve hemostasis. During surgery, it was observed that the flex guide of the device was found to be stuck in the existing scar tissue. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Operator not trained/failure to follow steps/patient selection the device was received. Investigation is not yet complete. A follow up will be submitted with all the relevant information.

Event description:
Subsequent to the initial medwatch report, additional information was received that states: the flex guide was cut from the device during the procedure and the device was removed from the anatomy. There were no missing portions of the device in the patient.

Manufacturer narrative:
(B)(4) evaluation summary: evaluation of the device found that only part of the flex-guide was returned for investigation. There was human tissue attached at the distal end of the flex-guide. After the flex-guide was cleaned the clip was found in bent vessel locator wings. Bent wings will prevent them from fully collapsing into the delivery tubeset and subsequently capturing the clip when the deployment button is depressed. Bent wings capturing the clip will result in difficult device removal as reported. Based on the investigation findings, the probable cause for the bent wings that subsequently resulted in difficult device removal is tissue compaction that exerted a distal force on the wings while in the tissue tract. Tissue trapped between the distal end of the tubeset and the locator wings can bend the wings and interfere with the clip deployment and device removal. This is consistent with the returned condition which revealed that the clip and locator wings were caught in excessive scarred tissue. As such, the device would not be able to be removed although the access ports and safety release were used. The instructions for use (IFU), under the precautions section, states: the starclose se vascular closure system should be used only by operators trained in diagnostic and interventional catheterization procedures who have been certified by an authorized representative of abbott vascular inc. Also, under special patient populations section, the IFU states: the safety and effectiveness of the starclose se vascular closure system have not been established in patients with femoral artery calcium, which is fluoroscopically visible at access site. The IFU also states under precautions: do not deploy the clip in areas of calcified plaque. The IFU, under the warnings and closure procedure sections, further states: perform a femoral angiogram to verify the location of the puncture site. A review of the product lot history record and a query of the complaint database for this lot could not be performed as the device was not returned and the lot number was not reported. No manufacturing or quality deficiency was detected. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.